Event description:
Ous MDR - it was reported that the patient suffered inappropriate shocks 48 months after the implantation. The rv lead and the ICD were exchanged.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body had been massively damaged by squashing about 28 cm distal of the is-1 connector pin. At just that site, there was also damage to the coating of the rope conductor to the ring electrode and of the rope conductor to the shock coil. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires very strong pressure load on the lead body. The characteristics of the damage (squashing) lead to the assumption of excessive mechanical stress on the lead due to the "subclavian crush syndrome." During the ongoing analysis, a conductor fracture of the ring electrode was found at the distal end as result of excessive mechanical stress, which was most likely a result of the explantation process. There were no indications of material defects or manufacturing errors for either the ICD or the lead.